Event description:
It was reported that on (B)(6) 2025, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system. It was noted during deployment via electrocardiogram that the patient developed a complete heart block. It was also noted due to difficulty experiencing positioning the valve, the valve was re-sheathed 5 times. Therefore, the 25mm navitor vision valve and small flexnav delivery system were removed and replaced with ones of the same model and size. The second valve was able to be successfully implanted on first deployment. While in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp. The final non-coronary cusp implant depth was 4.5mm and the final left coronary cusp implant depth was 3mm. The length of the membranous septum is 2.9mm. There was no calcification confirmed from the annulus to the subvalvular left ventricular outflow tract. There was mild perivalvular leakage post-implant, but no intervention performed. It's noted that the complete heart block persisted after procedure. The decision was made to place a temporary pacemaker. On (B)(6) 2025, a permanent pacemaker was implanted due to the persisting heart block. There was no allegation of malfunction against the abbott device or procedure. The patient was stable at the time of report. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that during deployment of navitor valve the patient developed a complete heart block. The device was not returned to abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of reported heart block could not be determined. The reported unexpected medical intervention was due to a temporary pacemaker implant. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that due to difficulty experiencing positioning the valve, the valve was re-sheathed 5 times. Please note that per the instructions for use, artmt600267458-b, "caution: do not re-sheath the valve more than two times prior to final valve release. Additional re-sheath attempts may compromise product performance."